Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned, the phenomenon could not be reproduced. As a result, the root cause could not be identified. It was noted that the problem was resolved by properly installing the video connector. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the visera elite video system center had intermittent image loss. The issue was found during a procedure. There was no impact to the quality or duration of the exam procedure. The issue was resolved by reconnecting the connector to the processor connector. There were no reports of patient harm.